Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was unable to boot up. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would not power up. The power supply was found out of electrical specification. Analysis also found the display had two white areas on the right side, the speaker cable had a damaged connector, the programmer stylus was missing, and both keyboard hinges were broken. The ECG (electrocardiogram) connector was found loose on the lem (link electronic module) printed circuit board assembly.